Event description:
It was reported by the customer that the device lost power while in use on a pt. No other details, including pt's outcome, have been reported to physio-control.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.